Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was charging too often. The consumer was unsure but did not think the patient had recently been reprogrammed or switched to a new group. There had been instances where the implantable neurostimulator (ins) was off but the patient did not think he had turned it off manually. There was also an instance of call your doctor screen appearing, but they did not know the code. The issues occurred in 2014. The patient's relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.